Event description:
The ceramic tip came off and landed in the surgical site. The doctor removed it. The patient was not injured.

Manufacturer narrative:
The returned handpiece was visually evaluated. The nozzle did not exhibit any adhesive on the ceramic nozzle, which helps to hold the tip in place. Samples from inventory were inspected for this defect resulting in none found.